Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): lead stretched, the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; the analyst noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The is-1 pin had been turned an excessive number of times while the helix was retracted during the procedure, resulting in distortion of the distal conductor within the connector; full lead returned and analyzed.

Event description:
It was reported that the lead had increasing thresholds and no capture. During the explant procedure, the physician was unable to retract the helix even after many rotations. The whole lead body was turned and the lead was successfully explanted. The physician expressed concern about both the increased thresholds and the helix mechanism on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.